Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the femoral impactor pad fractured during use. There was no consequences or impact to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use (nicked/gouged) and an extension of the impactor has fractured off. Complete device was not returned. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event is attributed to wear and tear from repeated use over time. The device has a potential field age of over seven (7) years and exhibits signs of repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.